Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried body fluid in the helix housing and dried blood is noted in the helix mechanism up through the lumen. Inspection of the lead showed no defects that would cause perforation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempt to implant this lead, the apex was perforated resulting in a pericardial effusion. The implant was abandoned. The chest had to be opened and the pericardial cavity drained. There were no additional adverse patient effects.